Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a dramatically drop in sensing and loss of capture. A micro-dislodgement is suspected. Also a fine noise was observed, however it was not able to be reproduced. The rv lead was going to be revised, currently remains in service. No adverse patient effects were reported.